Manufacturer narrative:
(B)(4). The customer complaint of a communication error and shut down was determined to be due to system error 800.8000. Review of the pcu device error log found that there were multiple occurrences of error code 800.8000 which occurred during a complex series of actions including simultaneously pressing channel select while manipulating the syringe clamp in a manner that produces a ¿check syringe¿ alarm. The error could not be replicated during functional testing; these events are very intermittent nature and can occur due to the system¿s inability to process conflicting commands that occur at the same time. Previous investigations have shown that the user would experience a system error code 255-16-275 which would be logged as 800.8000 in the pcu log. Although the system error could not be replicated it is believed that proximate cause of the reported event is the conflicting commands that led to an 800.8000 software error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a heart transplant patient had recently returned from the operating room with epinephrine, norepinephrine, dextrose and fentanyl infusions in progress. During programming of another syringe pump, the system alarmed for communication error and shut down. That patient blood pressure dropped significantly and medical intervention, including cardiac pacing and epinephrine administration was required. The patient's blood pressure stabilized and he was doing well the following day.

Manufacturer narrative:
Concomitant product: pri tubing; (3)ext tubing, therapy date (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a heart transplant patient had recently returned from the operating room. When the nurse was changing out a flush, the system alarmed for communication error and shut down. That patient's blood pressure dropped significantly and medical intervention, including cardiac pacing and epinephrine administration was required. The patient's blood pressure stabilized and he was doing well the following day.